Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. No numbers appeared on the screen and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk. The insulin pump had a missing end cap sticker.